Event description:
Patient had pen malfunction with enbrel. This has happened on multiple occasions as well. Reporting to amgen. Amount: 50 mg qn, sq. Dates of use: (B)(6) 2015 - present. Reason for use: polyarthropathy.